Manufacturer narrative:
Product complaint # (B)(4) investigation summary ==> according to the information received, "upon checking in a delta extend loan kit, the eccentric glenosphere guide sleeve was found to be broken. The plastic tip has fallen off." The product was not returned to medtech orthopaedics, however photos were provided for review. See attachment ¿ecc glenoid orientation device.jpg'. The photo investigation of "230795000, glenosphere orientation guide" revealed that the device has broken from the plastic tip. Based on the observed condition, it is consistent with the material overload through the use of excessive forces applied, thus the potential cause could be attributed to unintended use error. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was confirmed as the observed condition of the glenosphere orientation guide would contribute to the complained device issue. Based on the investigation findings, potential cause can be attributed to unintended use error and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot ==> the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. H11 additional narrative: corrected:.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: according to the information received, "upon checking in a delta xtend loan kit, the eccentric glenosphere guide sleve was found to be broken. The plastic tip has fallen off." The product was not returned to depuy synthes, however photos were provided for review. The photo investigation of (B)(4), glenosphere orientation guide" revealed that the device has broken plastic tip. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended user error. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was confirmed as the observed condition of the glenosphere orientation guide would contribute to the complained device issue. Based on the investigation findings, potential cause can be attributed to unintended use error and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. The expiration date (12/1/2099) in the initial medwatch was reported in error. The device involved was an instrument and does not have an expiration date. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Upon checking in a delta extend loan kit, the eccentric glenosphere guide sleeve was found to be broken. The plastic tip has fallen off.